Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose in the 600s mg/dl. The caller stated that there was not enough insulin in her reservoir the night before the event. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the mother to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test passed. The caller mentioned that the infusion set was removed and the cannula was bent as well the activate button was unresponsive. Days later, the mother called back and stated that the customer did not receive the replacement and her insulin pump stopped functioning; the customer went back in the hospital with high blood glucose of 539mg/dl, and she was treated with insulin drip and fluids. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage to the keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Damages to the case, lcd window, reservoir tube lip and corroded battery tube noted during visual inspection.